Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. In the case description, the user mentioned that the pdm battery would not hold charge and the pdm got hot enough to crack the screen. The lcd display of the returned pdm was observed to be cracked (figure 1). This crack did not impact lcd readability or touch screen functionality. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge. The pdm was able to charge to 100%, turn on, and boot up with no issues. The pdm was not felt to get hot while charging. Inspection of the notifications and alarms tab of the pdm found that a pdm error of error code 05-50055-12951-002 had been generated on the date of occurrence (figure 2). Inspection of the android log files found that this pdm error was due to an uncaught exception caused by a nullpointerexception (figure 3). This exception caused the application to restart but did not impact pod-pdm communication and so did not impact insulin delivery. The exact cause of the exception could not be determined. During adb button testing, it was noted that the back arrow button was not functioning as the test was not registering the presses of the button on the counter. The pdm was registering presses of the back arrow button as inputs towards the middle of the screen. The exact cause of this issue could not be determined. Inspection of the android log files downloaded from the pdm found no evidence of the pdm getting hot. The battery temperature information in the log files showed that the pdm battery remained within the operating temperature specification during the last two weeks of use. Inspection of the battery charge information found no evidence of the battery being unable to hold charge. The battery charge during the last two weeks of use was found to last for at least 48 hours after a full charge. A battery life test of the pdm was performed where the pdm was paired to an unused pod and operated under typical use conditions for 48 hours. After 48 hours, the pdm battery was observed to still be 70% charged. No evidence of increased battery drain was observed during the test. The pdm battery was found to function as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was giving off excessive heat. It was also reported that the pdm screen cracked due to the heat. The pdm was not holding charge.